Event description:
It was reported to baxter (B)(4) that an infusor lv5 was leaking before use. The device had been filled with 90 milligrams pamidronate in 250 milliliters 0.9% nacl when it was observed that the device was leaking from the winged luer cap. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.